Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿repetition seroma¿, ¿double capsule¿, ¿rupture¿, and ¿several inflammations¿ . The device was explanted and replaced with non-allergan device. This record pertains to the left side.